Event description:
It was reported that this right atrial (ra) lead exhibited high impedance issues and noise due to a lead conductor fracture. There is no information available that confirms this lead has been replaced with a new one. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance issues and noise due to a lead conductor fracture. Further information received, confirmed a lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 213 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic damage. Analysis concluded that the clinical observations of noisy signals and pacing impedance high out of range were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance issues and noise due to a lead conductor fracture. Further information received, confirmed a lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.